Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had hypoglycemia. Customer's blood glucose value was 48 mg/dl. Customer treated with food. Customer declined troubleshooting for low blood glucose value. Customer's other blood glucose value was 127 mg/dl. The automode feature of the insulin pump was on. Customer also had battery failed alarm on the pump. The customer was advised to monitor the pump and call back as needed. The insulin pump will not be returned for analysis.